Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited a sudden jump to undefined high pacing impedance. In addition, the rv lead exhibited increased threshold. It was thought that a fracture of the rv lead caused anti-tachycardia pacing therapies to be ineffective during a ventricular tachycardia (vt) storm. It was further reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced early battery depletion. The physician felt that the depletion of the battery could not be explained only by the multiple appropriate shocks that were delivered during the vt storm. A replacement procedure for the rv lead and ICD is planned; however, the rv lead and ICD remain in use until the procedure occurs. No patient complications have been reported as a result of this event.